Event description:
It was reported that the patient presented to the clinic for a follow-up after an implant procedure. During examination of the lead, it was noted that the right atrial (ra) lead had punched a hole in the right atrium. The physician decided to explant the ra lead. While performing the ra lead revision procedure, it was observed that the lead tip was fixed to the right atrium. The physician cut the ra lead and implanted a new lead in the same procedure on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were cardiac perforation and helix mechanism issue. As received, a partial lead with connector portion was returned in one piece. Tip stiffness test and helix mechanism test could not be performed due to as received procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.